Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the pump stopped making sounds. The caller had a high blood glucose while sleeping and it did not give an audible alert. Prior to troubleshooting by the helpline, the caller was running a self test and received a pump error alarm. The caller was able to successfully clear the alarm and rewind the pump. During a follow-up call on september 5, 2018, the caller confirmed that there was an audio failure. It took him a while to figure out the failure, and during that time he likely had both high and low sg¿s that he would have otherwise been alerted to if the alarm had been working. All glucose excursions were caught and easily resolved because he checks his pump frequently. The insulin pump is expected to return.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0683-2019. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed displacement test and self test. No audio anomalies were noted. However, hardware low level failures confirmed in insulin pump history with variable 003 due to broken trace at pin #1 of u1 keypad assembly.

Manufacturer narrative:
Device passed displacement test and self test. No audio anomalies were noted. However, hardware low level failures confirmed in pump history with variable (003).